Event description:
It was reported that this pacemaker was found to have the right atrial automatic threshold (raat) test in programmed amplitude or suspended due to low evoke response. Atrial intrinsic amplitude was noted to be out of range and occasional atrial undersensing was also observed. An in-clinic evaluation was scheduled. No adverse patient effects were reported. This device remains in service.